Manufacturer narrative:
An event regarding pain involving an unknown trident shell was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown screw; cat# unknown ; lot# unknown. Unknown 50d mdm liner; cat# unknown ; lot# unknown. Unknown adm/adm insert; cat# unknown ; lot# unknown. Unknown metal head; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to pain. A 50 mm trident shell with a screw, 50d mdm liner, adm/mdm insert, and metal head were revised to a new shell, mdm liner, and head.